Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) system shock impedance abruptly jumped to out-of-range measurements from 65 to 400 ohms in just 3 days. Technical services (ts) reviewed the case and recommended a replacement of the implantable electrode as it is most likely to have an integrity issue. Ts recommended to keep the s-ICD in service if upon connection of the new electrode, no artifacts are observed. However, both s-ICD and implantable electrode were subsequently explanted and replaced. Further information received alleges a conductor fracture. This s-ICD is expected to be returned for analysis and no additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed, and this report would be updated at that time.